Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to have a tear on the posterior view within the shell patch. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 4, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 450cc breast implant was found with leaks at the patch on the laser marking area. A microscopic examination was performed and the laser marks were confirmed at the mentor logo. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the mentor¿s quality system. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 450cc mentor smooth round moderate plus profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.